Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic tapp. Detailed description of event: complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). As the or team was opening the cb030, the sciccors were blunt and not useable to cut properly. They tried it with another 2 cb030 with the same lot and they had the same issue. Therefore they did not try other cb030 from this box. The problem was solved by using a different cb030 with another lot. Patient status: nothing to the patient. Type of intervention: change of device.

Event description:
Name of procedure being performed: laparoscopic tapp complaint 1 of 3: (B)(4). Complaint 2 of 3: 20 (B)(4). Complaint 3 of 3: (B)(4). Detailed description of event: as the operating room team was opening the cb030, the sciccors were blunt and not useable to cut properly. They tried it with another 2 cb030 with the same lot and they had the same issue. Therefore they did not try other cb030 from this box. The problem was solved by using a different cb030 with another lot. Patient status: nothing to the patient. Type of intervention: change of device.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.